Event description:
Blood glusose results of 4.9 with lifescan meter and 6.7 mmol/l on a lab device, performed within 11-30 minutes. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteriia for accuracy testing, thereby indicating a potential malfunction of the meter in terms of accuracy.